Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, after the patient received a device alert, the device was interrogated and a left ventricular (lv) pacing lead impedance was increased with no capture threshold. The device was reprogrammed and the event was resolved with no adverse consequences to the patient.